Event description:
"The pt was in a prone position on the or table for excision of a posterior neck mass under mac sedation. Oxygen was administered at three (3) liter via nasal cannula. As the surgeon was five (5) seconds away from sutures to complete the procedure a spark occurred with instant the procedure a spark occurred with instant flames. The pt was immediately removed from the or table and oxygen source. The flames were extinguished. The pt was evaluated by the burn surgeon in the or suite. The pt sustained first and second degree burns to the face, ears, neck and upper chest. The bovie was removed from service. Biomedical department checked the bovie machine and no device failure or malfunction were found.